Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, foley inserted for foley induction of labor. Foley balloon inflated with 20 ml water. Balloon burst during procedure. Foley removed and device inspected. Noted to have defect at site of balloon on tubing. Alternative ripening method used for induction of labor.